Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. D4: batch # 898a81. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 7 double drivers out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review : a manufacturing record evaluation was performed for the finished device batch number 898a81, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, staple drivers fell off. During surgery, opened the packing, noted the device staple drivers fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.